Manufacturer narrative:
Product event summary: analysis confirmed the reported power issue; after opening the battery chamber the device would keep pacing for about 12 seconds. The capacitors on the main board were worn. Analysis also confirmed the reported clip issue; one cover bail attachment was cracked and one bail attachment was missing. Analysis also found the battery contacts were contaminated and the ring attachment was bent.

Event description:
It was the external pulse generator (epg) was defective and doesn't work. It was also reported the clip was broken and the battery worked only 12 seconds. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.